Event description:
It was reported that the pt was seen at the clinic on september 23, 2006, for troubleshooting and re-programming. Initial stimulation took place seven months earlier. At first, the pt did well with his device, but over the past two months, his mother has noticed that his hearing appears to be inconsistent. In addition, the pt sometimes reports pain behind his ear (near the bottom of his incision) when wearing his processor. Today, pulse durations were slightly widened across the array and mcl's increased. Several times, the pt pointed behind his ear to indicate discomfort. Esrt's were attempted but were unsuccessful due to high tm compliance. A short circuit was noted between channels 6 and 6: channel 12 has a very high impedance level (17kohm) but still reads ok. These 3 channels are deactivated in the pt's map. Ground path impedances appeared to be higher than typical values (2.22kohm), but has been at this level since initial stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.